Event description:
Patient allegedly received an implant on (B)(6) 2010 via an unknown access due to deep vein thrombosis and pulmonary embolism. Patient is alleging organ perforation and vena cava perforation. The patient further alleges ¿I lived with the anxiety of having a filter that could fail at any time, but that had to be retrieved through surgery because my filter had tilted within my vena cava and perforated outside of it and into adjacent structures.¿ per the ivc retrieval operative report dated (B)(6) 2017, ¿preoperative diagnosis: inferior vena cava filter-filter leg penetration (duodenum). Findings: venogram with patent iliac vein to inferior vena cava to the filter level. Filter fully expanded with tip approximately at the renal vein level. Successful retrieval using catheter technique. Repeat venogram showed no extravasation.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01337.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.